Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited a blank screen with the backlight illuminated, the device vibrating on wake, and the charging indicator light functioning, but no visual content displaying. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and coordination for device return and replacement and inspection of the returned device. Investigation of this device revealed a suspected display or user interface malfunction localized to the screen/display assembly, with normal charging and haptic response indicating the device was otherwise powered. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display subsystem.